Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2016 for the treatment of menorrhagia, pelvic pain, stress incontinence and grade 2 prolapse. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date of the mesh implant surgery. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) australia. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a procedure performed on (B)(6) 2016 for the treatment of menorrhagia, pelvic pain, stress incontinence and grade 2 prolapse. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block h2: correction. This was previously reported under MFR report 33005099803-2021-07080. Any new event information will be sent under MFR report 3005099803-2021-07080. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date of the mesh implant surgery. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital. Block h6: patient code e2401 captures the reportable event of unspecified injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.